Event description:
During a percutaneous nephrolithotomy procedure metal shavings were seen via camera in the pt's kidney. There was an incident report made. No further info was provided.

Manufacturer narrative:
Other devices have not been received from user facility to investigate and test with all equipment. We do anticipate the devices to be shipped from the user facility. A follow-up will be sent to FDA when the investigation is completed.